Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose was high at 414 mg/dl and received a "bolus not completed". Customer was advised that insulin pump did not complete the bolus. Customer was assisted with completing bolus wizard.